Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported that the patient¿s stimulator wasn¿t working anymore and they would like to have it removed. The hcp wanted to know how to remove the implant and was going to follow-up with the patient and physician about the potential removal. The indication for use was multiple back operations. No patient symptoms reported. If additional information is received a follow-up report will be sent.